Event description:
It was reported that prior to a procedure at the user facility, there was a small amount of smoke was coming out of the end of the cordless driver 3. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.